Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, ischemia and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience prime stent was successfully implanted in the left main (lm) to the left anterior descending (lad) coronary artery lesion. Post procedure, creatinine kinase (ck) and creatinine kinase-myocardial band (ck-mb) were elevated less than 5 times the normal upper limit. There was no treatment reported and no reported prolonged hospitalization. On (B)(6) 2016, the patient was hospitalized for angina and ischemia was noted. Another percutaneous intervention was performed in the lm complex. On (B)(6) 2016 the event resolved without sequela. There was no additional information provided.